Manufacturer narrative:
The reported event is confirmed as user related based on the reported event . A potential root cause for this failure mode could be due to "user error; not following disposal of single use device instructions". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused due to misuse of the product. The DHR review was not required as the event is use-related. A labeling could not be reviewed due to product catalog # and lot# are unknown. Although the product codes are unknown, the intermittent catheter labeling is found to be adequate and states that ¿it is a single use device; reuse and/or repackaging may create a risk for patient¿. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was unable to use the intermittent catheters. Also stated that the patient was unable to use the catheters and was reusing other catheters which caused a urinary tract infection. The patients preferred catheters had already been shipped. It is unknown what medical intervention was provided for the urinary tract infection. Per follow up on 07sep2021 the customer stated that there was no defect with the catheter they were simply too long for the patient to use. It was stated that the customer reused some other catheters and contracted a urinary tract infection. It was stated that there was no medical intervention for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was unable to use the intermittent catheters. Also stated that the patient was unable to use the catheters and was reusing other catheters which caused a urinary tract infection. The patients preferred catheters had already been shipped. It is unknown what medical intervention was provided for the urinary tract infection. Per follow up on (B)(6) 2021 the customer stated that there was no defect with the catheter they were simply too long for the patient to use. It was stated that the customer reused some other catheters and contracted a urinary tract infection. It was stated that there was no medical intervention for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be mishandling of device by user. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the patient was unable to use intermit catheters. Also stated that patient was unable to use these catheters, was reusing other catheters, which caused a urinary tract infection. Patient's preferred catheters had already been shipped. It was unknown what medical intervention was provided for the urinary tract infection.